Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced high blood glucose level event on (B)(6) 2026. The patient was treated with bolus via pump and the glucose level had been higher for less than one hour.